Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found wash concentrate under 4 valves. Fse replaced tubing on all four valves and homed the instrument. Fse primed the instrument several times and noticed water coming out of the air bleed line. Fse inspected the wash solution container and found that the float switch was not plugged in all the way and plugged it in properly. Fse then primed the instrument and checked the operation of the cuvette wash manifold and noted that the middle wash probe was not dispensing any fluid. Fse replaced valve on the manifold, primed the cuvette wash manifold and it dispensed fluid properly.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the hydropneumatic area of the synchron lx20 pro analyzer. No injury was reported.